Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an image artifact. There was no report of misrepresentation as a result of the artifact. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed that artifacts were present on scan images in the region of interest. Upon evaluation of the system, the fse found a cracked compensator in the a-plane collimator. The fse replaced the a-plane collimator and to resolve the issue and the system was returned to clinical use. This issue has been determined not to be a reportable event.